Manufacturer narrative:
The customer did not respond to numerous attempts by the service representative to reach them for support. A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. A good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened.

Event description:
It was reported to philips that the device experienced a charge button failure. There was no patient involvement.